Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator (ipg) site. Patient was receiving effective therapy. On (B)(6) 2020 the ipg was repositioned from the right blank to the left flank to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.